Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on (B)(6) 2010 and performed to specification, alongside random manual power ons, up to (B)(6) 2012. The device failed several self-tests due to a low battery in (B)(6) 2012, later an increase in voltage suggests a fresh pad-pak was installed. Multiple manual power ups mainly of ten minutes duration were observed between the (B)(6) 2015 and then between (B)(6) 2015. Voltage fluctuations were observed throughout the history log. The user accessible memory was erased prior to (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. Voltage fluctuation across the pogo-pins was reduced enough to potentially cause the low battery fails and fluctuations in voltage. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.